Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, after powering up the generator, an error (h03) occurred. The patient was sutured and the procedure was postponed until the following day. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011.according to the complainant, during the procedure, after powering up the generator, an error (h03) occurred. The patient was sutured and the procedure was postponed until the following day.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. However, patient (B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Functionally, the generator error code (h03) was confirmed at post (power on self test). This failure was isolated to the flash memory, u7, and u11 components on the cpu board. Following replacement of the damaged components, the device passed all performance criteria of its cpu board test and final test procedures. The condition of the returned incident device was consistent with the complaint that a console error (h03) occurred. Based on the evaluation, the failure was attributed to damaged components on the cpu board. Therefore, the most likely root cause of this damage is wear and tear (extended use). A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)